Event description:
It was reported that the cartridge was damaged at the vial adapter. There was no adverse impact to the customer¿s blood glucose level. The customer successfully changed the cartridge and resumed insulin therapy.